Manufacturer narrative:
<P class="">multiple attempts to obtain additional clarifying information were made without success. </p><p class="">the manufacturing records for the onxan-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted.&nbsp; </p><p class="">a review of the available information was performed. The onxan-23, sn (B)(4), was implanted in the aortic position in a (B)(6) male on (B)(6) 2016. The implant registration card indicates this valve was explanted and replaced by an onxace-21, &nbsp;sn (B)(4), on (B)(6) 2016 (162 days postop). No other information was available. Explantation is a known potential outcome for complications associated with aortic valve replacement as listed in the instructions for use (IFU) but we have no evidence for the precipitating complication. In a 12 year follow-up study of 214 on-x aortic valve replacement (avr) cases, chambers et al. Reported 2 incidences of late reoperation [chambers 2013]. Palatianos et al. Report two late explants out of 184 on-x avr recipients in the intermediate results from the european safety study while mcnicholas et al. Reported none in their cohort of 142 on-x aortic recipients in the FDA safety and effectiveness trial [palatianos 2007 , mcnicholas 2006]. The root cause for the reported event is unknown and there is no information to conclude what relationship, if any, the on-x valve had to the event. </p><p class="">the on-x heart valve IFU in section 5 under potential adverse events lists the following: angina, cardiac arrhythmia, endocarditis, heart failure, hemolysis, hemolytic anemia, hemorrhage, &nbsp;&nbsp;&nbsp;&nbsp;&nbsp;&nbsp;&nbsp;&nbsp;&nbsp; myocardial infarction, prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus, prosthesis perivalvular leak, prosthesis regurgitation, prosthesis structural dysfunction, prosthesis thrombosis, stroke, thromboembolism. It is possible that these complications could lead to reoperation and explantation. There is insufficient information determine the risk. This event does not identify additional hazards or modify the probability and severity of existing hazards.&nbsp;

Event description:
According to the implant registration card received, onxan-23 (sn (B)(4)) implanted on (B)(6) 2016 into (B)(6) male patient and required intervention/explant on (B)(6) 2016 and replacement with an onxace-21.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant registration card received, onxan-23 (sn (B)(4)) implanted on (B)(6) 2016 into (B)(6) male patient and required intervention/explant on (B)(6) 2016 and replacement with an onxace-21. Additional information is pending.